Manufacturer narrative:
The pump was not available to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, it was reported that the pump display had a dim/fading/color spectrum issue. No additional information was available. There was no known adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.